Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak under the laser of the coulter lh 750 hematology analyzer. Customer reported that the radio frequency voltage was low. There was no report of patient results impacted. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the tubing from the flowcell had popped off. The customer reported that they replaced the tubing and the leak was fixed. Customer reported that they bleached the flowcell and the low voltage error was fixed.

Manufacturer narrative:
(B)(4).